Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that subsequent shock impedance measurements greater than 125 ohms were observed. Additional information was sought from the local area sales representative, however, at this time additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information via patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. No additional information available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the high out of range shock impedance measurements continued. During a change out procedure for normal battery depletion, the right ventricular (rv) lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted as planned. No additional adverse patient effects were reported.